Event description:
Caller reported a cgm error. There was no adverse impact to the customer's blood glucose level. Cts provided complete pump reset information and assisted the caller through the pump reset process, after which the error did not reappear, and the caller successfully started their sensor session.